Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller reports when patient attempted to connect to their implant they were seeing 'poor communication'. The caller also noted that the patient reported never feeling stimulation. Caller also mentioned that patient has been going to the emergency department for frequent urinary infections. The caller was not with patient. Caller does not know if ins has reached eos as its been 5 years. Troubleshooting reviewed patient can call for further troubleshooting. Agent suggested patient be seen in office. The patient called in shortly after information was received from the hcp. The reason for the call was that pt reported getting poor communication with and without use of the antenna. Pt stated they don't know when this issue first started as pt has not been paying attention and doesn't check their ins regularly, but reported they have had two bladder infections this month so they "don't think it's working". Agent reviewed ins longevity and registration information. Agent did not ask about the circumstances that led to the reported issue. Pt reported getting poor communication with and without use of antenna on the call. The issue was not resolved through troubleshooting. The patient was redirected to the ir healthcare provider to further address the issue and check ins battery status. Additional information was received from the healthcare provider (hcp). When asked about the cause of the poor communication message, they stated it was determined to be most likely dead battery. When asked what steps were taken to resolve the issue, they reported they were able to void without stimulation so they would not do anything until they had further issues. They discussed this with their doctor on dec. 2, 2022. The issue was resolved but no further action will be taken. When asked about the cause of never feeling stimulation, they stated it was determined to be most likely dead battery. When asked what steps were taken to resolve the issue, they reported again that if they started to retain a large amount of urine then they would have the battery replaced but as of now they had not had a uti since sept 2022.the issue was not resolved but no further action would be taken at this time. It is unknown if the device caused or contributed to the bladder infections and they stated it "could have been retention". The device was intended to treat non-obstructive urinary retention. They occasionally had bladder infections prior to the implant and bladder infections were related to their underlying condition. The reported bladder infection was resolved. When asked what steps were taken to resolve the issue, they reported "antibiotic nitrofurantoin mono 100 mg 1 cap bid x 1 week 9-4-22, ciprofloxacin 500 mg tab 1 tab bid x 1 week 9-22-22, infection resolved".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.